Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Nonconformance were identified during the mre and that the issue will be handled through mentor's quality system. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with mentor smooth round moderate profile, 350cc saline breast implant experienced right-sided deflation post procedure. The patient reported that the implant slowly deflating, hollowness, smaller than a couple months before, deflation, and continuing to get worse. The issue was diagnosed through office visitation. As a result, patient underwent unilateral replacement with cat#: 3502425, sn#: (B)(4) implant on (B)(6) 2022.

Manufacturer narrative:
Device evaluation completed on may 10 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 350cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).